Event description:
It was reported that an unexpected reset occurred. Customer continued to use the pump for insulin delivery. There was no adverse impact to customers blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.